Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The event occurred on an unspecified date and involved a chemoclave¿ bag spike with additive port, chemoclave¿. It was reported that chemotherapy would not flow after it has been spiked by pharmacy, seeming like the vertical clave was compressed. Multiple events occurred throughout july and this week. The chemo did come into contact with the patient or healthcare provider. There was an unspecified delay in patient care; increased time/scrambling with nursing and pharmacy to re-spike the bag. The staff reported a safety concern with more manipulation trying to get it to work. Increase in central line access. There was no spill. The issue occurred during use on patients. There was no adverse event or human harm.